Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The target lesion was located in the subclavian artery. The 10.0mmx20mmx135cm (5f) sterling balloon catheter was used to treat the lesion. The balloon ruptured at 6 atms during 1st inflation. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.